Event description:
Plastic-looking "thread" found floating in bag when 200ml dextrose 5% in water was added to empty viaflex bag. This is the 2nd time that facility has noted this happening with this brand of bag. (1st time user reported it is today).